Event description:
It was reported to st. Jude medical that the pt received several high voltage therapies. Technical services noted that the egm's displayed inappropriate therapies due to noise that was indicative of conductor fracture. Further investigation of the lead would be performed.